Event description:
Reporter is unable to determine at this time if the equipment involved contributed or caused the death of this resident. Reporter is in the process of sending the equipment to a third party to be analyzed. Upon determination of results of evaluation reporter will send amendment if necessary. Resident was found unresponsive in room. Code was initiated but unsuccessful and resident expired.